Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17736555m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system, us catalog #: fg540000, serial (B)(4). Non-biosense webster, inc. - st. Jude medical brk xs transseptal needle (g407208), non-biosense webster, inc. - st. Jude medical fast-cath sr0 8.5 french transseptal guiding introducer (406853). (B)(4).

Event description:
It was reported that a female patient underwent a septal ablation procedure for atrial tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. During the ablation phase, a cardiac tamponade was detected. Video-assisted thoracotomy (vat) was performed. Patient was reported to be in stable condition. Arrhythmia was successfully ablated. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. It was noted that the tamponade did not happen during ablation, as the injury was not in the area of ablation (septum). Patient factors cited that may have contributed to the adverse event include a fragile left atrium. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the patient¿s condition. It was also noted that the injury may have resulted from maneuvering the thermocool® smart touch¿ bi-directional navigation catheter into position combined with high contact force on a fragile portion of the left atrium. Transseptal puncture was performed with a st. Jude medical brk xs transseptal needle. Sheath was a st. Jude medical fast-cath sr0 8.5 french transseptal guiding introducer. Generator was set on power control mode at 30 watts with a temperature of 48 degrees celsius. There is no information regarding generator settings at the site of injury. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as the area of injury was not at a site of ablation. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding shaft proximity interference value. Thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Force visualization features included graph, dashboard, vector, and visitag. Visitag parameters for stability were 2.5 mm and 3 seconds. Additional visitag filters included force-over-time (fot), 25%, and 3 grams. Color options used prospectively included ablation index (ai). There were no errors or malfunctions reported on any bwi equipment during the procedure. The high force issue was assessed as not reportable. This issue is highly detectable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Failure analysis lab received the device for evaluation on 3/1/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent a septal ablation procedure for atrial tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter. During the ablation phase, a cardiac tamponade was detected. Video-assisted thoracotomy (vat) was performed. Patient was reported to be in stable condition. Arrhythmia was successfully ablated. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for the screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).